Event description:
Complaint issue ID # (B)(4). Possible false negative. Customer and author of (B)(4) not identified. Imager and thinprep functioned as intended and met their performance specifications. The pap test is designed to screen for changes in the cells of the cervix and hologic's imaging system is designed to assist in primary cervical cancer screening of thinprep pap test slides. The imager is not designed to specifically identify cell types outside of the uterine cervix and because the description of these extra cervical cell clusters in question is "plain and obvious", the imager most likely would not have identified them as objects of interest for the cytotechnologist to review. As indicated in hologic's marketing literature and instructions for use both imager and cytotechnologist review are needed to ensure accurate results. Hologic believes that a vast majority of all studies published support its thinprep and imager claims and that its marketing claims are consistent with its packaging insert and pivotal study.